Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff preliminary disclosure and medical record received. After review of medical record, patient was revised to address dislocated acetabular component. Patient alleges pain and has degenerative disease of the lumbar spine. X-rays was obtained and noted that there is a complete dislodgement/dislocation of the acetabular cup with approximately 180 degrees of rotation of the cup within the native bony acetabulum. The posterior pseudocapsule were elevated from the posterior aspect. There was significant amount of serosanguineous fluid that did not appear purulent. There was minimal evidence of any bony ingrowth on the porous surface of the cup. There was osteolysis at the posterior femur which was curetted of fibrous debris. The trunnion showed minimal evidence of corrosion. Doi: (B)(6) 2008, dor: (B)(6) 2020, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.